Event description:
It was reported that a spectrum pump under infused during a pediatric infusion as there were 3 to 5ml left in the buretrol tube. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, an under infusion was unable to be reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.